Event description:
The pt called lifewatch to state that the device is shocking her.

Manufacturer narrative:
Device returned to MFR for further investigation. Results pending. Associated accessory device: monitor. (B)(4).